Manufacturer narrative:
The reported event of helix damage was confirmed, and the reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one-piece. Visual and x-ray examination found the helix stretched, bent, and clogged with blood/tissue consistent with procedural damage. The cause of the reported event was isolated to the helix being damaged consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited high capture threshold which resulted in unspecified capture issue. It was also noted that the helix of the lead was damaged and had an unspecified helix rotation issue. The lead was not used and replaced during procedure. The patient was stable.